Event description:
It was reported that during a knee joint cleaning operation, the wand display screen went black when the ablation function was used. The patient's leg muscle twitched and after they stopped using the wand, the phenomenon disappeared. There was a change in the surgical technique reported, it is unknown if a delay happened during the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Please refer to the instructions for use for recommendations on device functionality. A review of risk management files found that the reported failure was documented appropriately. The image provided by the customer showed the device, but did not reveal any information regarding the functionality. Visual inspection of the device showed minimal erosion of the screen/electrodes. The device was connected to a known good controller and the wand was tested at default and maximum settings, which revealed that the device performed as intended. Saline line performed as intended. The suction line performed as intended. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There are no indications to suggest the device did not meet product specifications upon release into distribution.